Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, lack of mobility and damage to bone/tissue. Subsequently, patient underwent revision procedures of the left hip on (B)(6) 2005 and (B)(6) 2007. There has been no reported revision of the right hip to date. A review of the invoice history confirmed the surgery dates; however, an invoice could not be located to confirm the (B)(6) 2007 revision procedure. Invoice history further indicates that the modular head and taper adapter from the left hip were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 4 of 5 MDR's filed for the same patient (reference 1825034-2014-04519 /-04160 /-04166 /-04167 /-06656).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, lack of mobility and damage to bone/tissue. Subsequently, patient underwent revision procedures of the left hip on (B)(6) 2005 and (B)(6) 2007. There has been no reported revision of the right hip to date. A review of the invoice history confirmed the surgery dates; however, an invoice could not be located to confirm the (B)(6) 2007 revision procedure. Invoice history further indicates that the modular head and taper adapter from the left hip were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2005 due to dislocations. Operative report noted the cup was vertical and retroverted and the stem was retroverted. The acetabular cup and stem were removed, reinserted and repositioned. The same head was reimplanted. The taper adapter was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-04159/04160 & 04166/04167).